Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were not reproduced. The reported upstream occlusion alarm could not be confirmed through review of the event history log because the data recorded in the history log did not allow for a comprehensive review of the reported symptom. During the evaluation, the upstream sensor had cracks on the ultrasonic sensor flex tail pins, which have been known to contribute to false upstream occlusion alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no patient involvement.